Event description:
Additional information received from the consumer reported that the patient's first device was removed because it was broken. When they went in to replace the implantable neurostimulator (ins), they found that it was broken. The patient was not sure exactly what that meant and the manufacturer representative told them it was broken. They were going to move the ins to a deeper location due to weight loss.

Manufacturer narrative:
Concomitant medical product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015 product type: implantable neurostimulator . (B)(4).

Event description:
The patient stated she was "having a shocking sensation down their legs, and had to have a replacement put in then. The sales representative came in then ((B)(6) 2015) and stated the wires were not even attached". The patient stated she had not had any falls prior to this event. The patient reported that the health care provider (hcp) had to remove the implantable neurostimulator (ins) and put it in deeper because she had lost (B)(6) pounds. It was later reported about a week later that representative was never aware of the shocking or the wires not being attached and would never told that to the patient. The representative was not given a reason for the replacement/revision and assumed it was normal battery replacement as he was not given any explanation. He has no further information to provide. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available. This event was also reported under manufacturer report # 3004209178-2016-00745 .